Event description:
It was reported that the tip protector of the transfer set was found to have separated from the spike after the pouch was opened. There was no patient involvement or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number unknown, a sample evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.